Manufacturer narrative:
Investigation summary major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information per the customer " hemostasis was achieved. Pump not able to be returned due to it being discarded by hospital".

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the right femoral artery to support a 78 year old male admitted for high risk percutaneous coronary intervention, in scai stage e shock. There was no other medical history shared. On day two of support, oozing was noted from the cp access site and the activated clotting time was 130. Bleeding is a known risk associated with impella cp support as described in the instructions for use.